Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The device history record for the subassembly lot was reviewed and two nonconformances were noted. The nonconformance forms attached to the work order detail that 1 sheath was nonconforming for sheath endhole damage and 1 device was nonconforming for leakage. The 2 nonconforming devices were scrapped and not replaced. These nonconformances do not appear to be related to the failure mode of the complaint device. The complaint device was not returned; therefore no physical examination could be performed. A representative flexor ansel guiding sheath (kcfw-8.0-18/38-45-rb-anl0-hc) from lot 7912697 was obtained for investigation. No non-conformities were noted. The .038 inch dilator was easily able to inserted into the sheath. A smooth transition is noted. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that a flexor ansel guiding sheath was being used for an embolectomy when the "side arm" and hub separated from the sheath. The device was inserted in the femoral artery in the groin region, and another manufacturer's device was being used within the sheath. The device began to separate upon removal, and the dilator was reinserted to successfully remove the sheath from the patient. No adverse events have been reported regarding this occurrence.